Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for an initial implant procedure on (B)(6) 2021. During the procedure, the physician was unable to implant the right ventricular lead, even after several attempts to do so. The problem lead was not used and another right ventricular lead was successfully implanted. The patient was in stable condition before, during, and after the procedure.